Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. The device remained implanted in patient. A review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported devices were used in surgery for proximal phalanx fracture on (B)(6) 2017. The surgeon used a drill bit to fix a 1.3 mm plate; the drill bit broke and the chipped fragment remained in the body. When the surgeon inserted a cortex screw, it broke at the screw-head. This fragment also remained in the body. The surgeon completed the surgery with a five-minute delay, leaving these fragments in the body. There was no adverse consequence to the patient. The surgeon¿s comments: - the drill bit may have been damaged due to contact with forceps. - a low amount of torque was applied to the cortex screw. Concomitant part: 1x unknown plate, diameter 1.3 mm. This complaint involves one (1) device. This report is for a cortex screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 03.130.100s, lot# l004429. Manufacturing location: (B)(4), release to warehouse date: jun 02, 2016, expiry date: may 01, 2026. Non- sterile part# 03.130.100, lot# f-19008. Manufacturing location: supplier (B)(4), release to warehouse date: may 09, 2016. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The evaluation has shown that the drill bit was broken as complained with a piece of about 6mm is missing. The fracture face has a burr due to a metallic contact after the breakage, most likely with the broken fragment. Therefore, the relevant dimensions could not be verified. The manufacturing documents were reviewed and no complaint related issues were found. There was no deviation regarding dimensions or material (stainless steel (B)(4)). Additionally, the hardness was between (B)(4), which was within the specification of 600 +55/0 hv10 per drawing. The visual inspection has shown that there were visible shiny marks at the cutting edge above the fracture face. This finding would support the comment in the complaint description of a metallic contact with an instrument. Thus, it is assumed that a mechanical overload caused the breakage of this drill bit. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.